Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. This 10mmx2.25mm wolverine coronary cutting balloon was selected. While advancing the device they experienced resistance, but the device crossed the lesion. However, at the corner of the calcification the balloon ruptured at 4atm. The procedure was completed with a different device. No patient complications were reported.